Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 175cc gel breast prostheses developed capsular contracture in both breasts. A physician observed through an MRI exam baker grade ii capsular contracture in the right breast and baker grade IV capsular contracture in the left breast. In addition, rupture of the left breast prosthesis was discovered via the MRI exam. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 08/13/2019, mentor received additional information about the event: - it was initially reported that the patient¿s left breast prosthesis had ruptured. New information states that after bilateral explantation, it was discovered that the patient¿s breast prostheses were intact. - the explanted prostheses were discarded after removal surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).